Event description:
While doing a turp with laser the tip of the duo tome fiber popped off. The tip was imbedded in the bladder neck. A grasper was used to remove it. No obvious harm to the pt. Potential harm is a concern. Incident report was filed.